Event description:
It was reported via phone call, that while the customer was attempting to deliver a bolus of 10 units the insulin pump was making a clicking noise and only dripped one drop of insulin. Customer's blood glucose level 450mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected error test, and displacement test. No unexpected motor noise anomalies noted during testing. The device was programmed with correct time and date and monitored for several hours, time advanced properly no time anomaly noted. The device had black shadow on the display due to warped/uneven printed circuit board on the lcd board. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.